Event description:
It was reported that the pump fell and the touch screen became shattered, causing the top half of the screen to become unreadable. Customer's blood glucose was 129 mg/dl. Reportedly, customer will continue to use current pump for insulin delivery and has manual injections to deliver bolus insulin.